Event description:
It was reported that during an initial artificial urinary sphincter implant surgery, the patient indicated his pre-existing hernia was injured. He experienced pain in the scrotum and groin. He was unable to have bowel movements and had a loss of appetite. The patient was seen by the physician and could not get the device to work. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during an initial artificial urinary sphincter implant surgery, the patient indicated his pre-existing hernia was injured. He experienced pain in the scrotum and groin. He was unable to have bowel movements and had a loss of appetite. The patient reported that he was in the hospital for a month and then rehab for 2 weeks. The patient was seen by the physician and could not get the device to work. No further patient complications were reported.

Event description:
It was reported that during an initial artificial urinary sphincter implant surgery, the patient indicated his pre-existing hernia was injured. He experienced pain in the scrotum and groin. He was unable to have bowel movements and had a loss of appetite. The patient reported that he was in the hospital for a month and then rehab for 2 weeks. The patient was seen by the physician and could not get the device to work. No further patient complications were reported.